Event description:
Percutaneous transluminal angioplasty was performed on a lesion in the left internal carotid artery with 95% stenosis and moderate tortuosity. There was no calcification. The lesion was pre-dilated with a 4.0x30mm submarine (st. Jude medical co.). There was no difficulty placing the angioguard in the lesion and the filter basket had good apposition when positioned distal to the lesion. There was no difficulty placing the stent and it was fully expanded. The lesion was post-dilated with a 5.0x20mm sterling (boston scientific) balloon. There was no difficulty retrieving the basket back into the delivery sheath and the basket was fully closed when pulled back through the stented area. There were no procedural complications. The pt was neurologically intact after the procedure. As soon as the procedure was finished, the pt developed alogia and hemiplegia on the right side. The pt was moved to another hospital for rehabilitation and was in stable condition. Add'l details are not available.

Manufacturer narrative:
This device is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.